Event description:
T was reported that the patient was experiencing frequent and extended implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.